Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl at the time of incident and the current blood glucose level was 490 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated that the drive support cap appears normal. The device will not be returned for analysis.